Event description:
It was reported that the brake malfunctioned and the wire became entangled with the burr. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery. A 1.50mm rotapro and a rotawire were selected for use. During insertion into the guide catheter, the burr was making a "revving" and "aggressive" noise intermittently while in dynaglide mode. The brake defeat button was depressed, but malfunctioned and the rotawire advanced inadvertently and looped in the aorta. The rotawire was wrapped up with the burr and could not be removed. The entire system was removed altogether. An additional rotapro and rotawire were used to complete the procedure with no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The rotapro device used in the procedure was received with the returned rotawire within the returned rotapro device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 15.5cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. When rotational testing of the returned rotapro device was performed with the rotawire inserted, the device stalled and would not run. Functional testing of the brake could not be performed with the returned rotawire due to the damage to the rotawire. The rotapro device was later able to reach and maintain optimal rpm using a test rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported events, as the returned rotawire was kinked and caused performance issues during testing with the returned rotapro device. The kink in the rotawire created resistance during removal and prevented reinsertion of the rotawire into the rotapro device.